Event description:
Related manufacturer reference 3002953813-2016-00002. During a lumbar rf ablation procedure, a patient burn occurred. A neurotherm grounding pad was placed on the back of the left thigh. The patient complained of a burning sensation and the operator attempted unsuccessfully to turn off ablation on the nt-2000 generator so the power cord was disconnected. A review of the case noted high impedance during the procedure. At a follow up appointment four days later a second degree burn was noted at the site of the grounding pad and treated with neosporin.

Manufacturer narrative:
(B)(4). Based on the information provided to st. Jude medical, and the investigation performed, the cause for the reported event could not be determined. Investigation of the generator indicated all protocols were able to be terminated upon selection throughout the testing and the emergency stop functioned as well. Maximum settings were verified through testing of alarms and shut down features. No hardware anomalies were detected in this investigation related to this event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.